Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted at this time. A product report was received stating that a lead repair kit was used for insulation breach on this rv lead. The physician was dr.(B)(6) at (B)(6) hospital (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).